Manufacturer narrative:
Additional information: d10, h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors broke apart. It was observed that when using skin adhesive, the secure port skin adhesive touches the one-link and the needle free connector break in half and comes apart. There was no report of patient injury or medical intervention associated with this event. No additional information is available.